Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the notice was displayed in the server notices, and new patients and orders did not cross over to the med es server. A technical support specialist added the ip address and rss name of the interface, as well as all troubleshooting steps performed. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where the station was in critical override mode. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.